Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling of the cartridge with insulin, the customer felt resistance when attempting to depress the plunger on the syringe. The syringe was removed from the cartridge and the plunger was pushed harder. Insulin exited the needle. The customer reinserted the syringe and the cartridge was successfully filled. There was no impact to the customer's blood glucose level.